Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right atrial (rv) lead was capturing the ventricle due to dislodgement. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Additional information: e1.

Event description:
New information received notes that the lv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Manufacturer narrative:
Correction: d6b explant date should have been (B)(6) 2022 not (B)(6) 2022.